Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. Proximal conductor had blood/body fluid (not obstructed), outer insulation breached cut, blood in/on helix/lobe mechanism (sleeve head), blood in/on the helix/lob mechanism, and apparent explant damage.

Event description:
It was reported the lead was removed due to infection. It was also reported the lead had no capture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.